Manufacturer narrative:
The complainant stated that the employee had to use her previously prescribed inhaler to alleviate her symptoms. The complainant stated that the employee's symptoms subsided completely after leaving the building and now wears a face mask when using the product and has not experienced any symptoms. The complainant confirmed that no medical attention was sought and the employee's previously prescribed inhaler was the only prescription medication taken. No product was returned to metrex research for evaluation, but retain samples from the same lot were tested and were found to be within product specifications. A review of the manufacturing records indicated that the product lot that was used in this incident met all specifications and that there were no deviations from the manufacturing process. These investigation results indicate that the cause of this incident was not due to a product failure. Tested retain samples from same lot.

Event description:
On (B)(6), 2011, a complainant alleged that after the office had been cleaned with cavicide formulated with (B)(6) fragrance, an office employee experienced breathing difficulty that required the use of a previously prescribed inhaler for treatment.